Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer tried to press the buttons but it always goes back to the home screen and it is now frozen. Customer received a button error alarm while her account was being pulled up. Customer's blood glucose was 90 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. There was no unexpected frozen display noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, a minor scratched lcd window, a cracked lcd window, a scratched reservoir tube window, a broken belt clip slot, and a stained end cap sticker.